Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: plasmablade¿ tna - clogged - gunking - wire broke - there was an excessive amount of charring and gunking. When cleaning the device the wire broke but did not detach. Nothing fell into the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna - tonsil ¿product number: ps300-001 ¿lot number: 0211562421 ¿expiration date: 11-jul-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tna adenoid tip was received inside a cardboard box within a plastic cup and a biohazard bag with paper to fill the negative space. ¿the display box end was returned; the device information was confirmed against the information listed within gch from the display box end. ¿there is a product return discrepancy; the product name returned does not match the populated pli information within gch as there was an adenoid tip received and not a tonsil tip for complaint investigation. ¿the adenoid tip returned was from the new design. ¿there was no paperwork provided. ¿device visual inspection: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing; the wire electrode exhibits deformation and is fractured and completely detached from the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the electrode wire and plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is no longer intact. ¿there is excessive wire deformation. ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211562421 revealed there were no problems during manufacturing that can be associated with the reported complaint description. The product returned does not match the pli information listed within gch. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. The adenoid tip exhibits unacceptable wear as there is > 33 % of the ¿wire square¿, greater than, that is exposed, the electrode wire is fractured and completely detached from the plastic housing and has minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. This complaint will be tracked and trended within gch. Additionally, it was found that the adenoid tip housing is melted and the wire electrode is fractured and completely detached from the plastic housing which fails to meet the acceptable damage requirements. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire on the plasmablade device tip broke while cleaning it. Nothing detached and there was no impact to the patient. Additionally, it was found during analysis that the adenoid tip housing was melted and the electrode wire was detached from the plastic housing.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the wire on the plasmablade device tip broke while cleaning it. Nothing detached and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.